Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or packing, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the distal end of the subject device had experienced material separation. Additionally, water tightness was not maintained due to holes found in the curved rubber section. The curved tube blade was found broken. There were scratches present on the operation part, the cover, the light guide connector as well as the video connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his endoeye flex deflectable videoscope due to an unspecified distal end defect. According to the initial reporter, this issue was noted at the completion of a therapeutic procedure, and had no negative impact on the patient. During the device evaluation, it was confirmed that the part of the distal end had separated from the rest of the subject device. This report is being submitted to capture the material separation confirmed during the device evaluation.